Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant the implant was too tight. Reportedly the patient is scheduled for a revision surgery on an unspecified date. Reportedly the facility did not receive the devices needed for the surgery, as such, they were unable to remove the construct as planned. The surgeon, subsequently, could not disconnect the hinge to get the implant out. He thus cleaned out the posterior osteophytes and put the implant back together. The revision was needed because the implant was too tight. If they had the explant kit, the surgeon definitely would have explanted the devices as planned and revised the patient to another implant. There actually was a 12 in poly in place. The surgery went well. If the patient issue is not resolved another procedure will be required.

Manufacturer narrative:
Upon further investigation, it has been determined that this complaint does not meet the criteria for an MDR submission. The complainant initially reported that an explant kit was needed to perform a revision surgery for implant tightening. The revision surgery was documented under separate complaints, with the associated MDR ids 2916714-2024-00151 through 2916714-2024-00158. This complaint was filed due to the unavailability of the explant kit, and as such, is no longer considered MDR reportable.